Manufacturer narrative:
Batch review performed on 30 april 2021: lot 130673: 60 items manufactured and released on 10-may-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
7 years and 9 months the surgeon revised the stem due to loosening in the proximal part. This patient had intermediate revision surgery but there is no other information available.